Manufacturer narrative:
Nexel surgical technique states on page 18 "note: articulation kits come in two sizes (4 and 5/6). Always match the articulation kit to the humeral component." The devices were implanted and no photos were provided therefore a determination on the condition of the components could not be made. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. A complaint search indicates that when compared to sales of the articulation kits, compatibility issues has been reported in less than 0.1% of all nexel surgeries. Information provided by the sales representative at the surgery indicates that the compatibility error was the result of inadvertently selecting the incorrect size implant and not verifying its size prior to implantation.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a size 4 bearing kit was implanted with size 6 humeral and ulnar components.